Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The patient developed symptom of hemolysis with elevated lactate dehydrogenase (ldh) on an unspecified date with cardiogenic shock. Extensive clot from the right coronary artery (rca) up into the aortic root was observed. The patient was not a surgical candidate for exchange. It was reported by the healthcare professional that the device did not operate as expected as the patient had hemolysis with signs of cardiogenic shock.